Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1999. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6), 2010 liver function tests were performed and recorded. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with one plastic stents. The previously placed plastic stent was removed prior to study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. On (B)(6), 2010, the 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6), 2010. On january 10, 2011 the patient underwent per protocol stent removal with no reported issues. A post stent removal examination revealed a recurrent stricture. A new stent was then placed in the patient later that day.